Event description:
It was reported that the universal modular electric-battery double trigger handpiece experienced frequent drop-outs, even though the battery had been changed. It was further reported that there was a delay of ten mins and procedure was completed with an alternate device. There was no report of pt harm.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.